Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Instructed to ensure to power off the light source, remove scope and clean contacts with an alcohol prep pad, allow to dry, connect scope, then power on the light source. Email was sent to the customer instructing her to ensure the video scope cable is not connected to the light source when using 190 series scopes. The device will not be returned to olympus for evaluation., hence the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an e315 scope error- incompatible scope when connecting. The issue occurred during the procedure, outside of the patient, for a diagnostic colonoscopy procedure. The procedure was completed with a similar device. The customer performed troubleshooting by connecting the subject device with connected 4 other scopes, powered off/on and were able to clear the error and completed the procedure. There were no reports of patient harm.